Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the user confirmed that the pump turned on when plugged into a power source. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event.